Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump vibration was weak and that the tone annunciated by the pump was too loud for the customer. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.